Event description:
The customer's mother reported via phone call that the customer had a no delivery alarm while attempting to bolus. The mother stated the alarm would occur with every attempted bolus delivery. The customer's blood glucose was unknown. The mother stated the alarm was resolved by a complete set change. It was found the alarm did not occur during a manual prime. The customer will be returning the reservoir and infusion set for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.